Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v3554 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. However, the connection that is approximately 10 inches from the back of the cutter was very loose. After re-tightening the tubing connection, a functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and it had good aspiration, as it should. The cause of the loose tubing connection cannot be determined.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter wasn't working properly. There was no patient impact or medical intervention required.